Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product information necessary to review manufacturing history was not provided.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2000. Subsequently, patient was revised on (B)(6) 2013 due to cup loosening. It was noted during revision that the cup was stable, but the head, liner and locking ring were removed and replaced.